Event description:
The manufacturer received information alleging a ventilator was alarming for a "service required" condition. The device was not in patient use. The device was evaluated by a third-party, and the customer's complaint was confirmed. The device's solenoid valve needs replaced to address the issue.